Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead underwent an unrelated surgical procedure. During a device check post procedure, decreased r-wave measurements, increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms were observed in bipolar configuration. The lead configuration was programmed to unipolar and all measurements were noted to be stable and within normal limits. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted.